Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;

Event description:
Boston scientific received information that reportedly, the patient was told that there was an issue with this right ventricular (rv) lead. There was no further issue provided. As of this time, the lead remains in service. No adverse patient effects reported.